Manufacturer narrative:
Device is still on pt. Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "the compression tubes looked to be in poor condition: anodization was very faded. The surgeon attempted to tighten the rod to clamp onto the tub, however, the tolerance in the tube would not allow the clamp to tighten. Overall, the incident cost about 45 min of operating room time."